Manufacturer narrative:
Concomitant medical products: ilxch161685 stent graft; bfxch2816135 stent graft; ilxch1616135 stent graft, implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited possible oversensing. It was noted that the patient had an operation during the time of the episodes. The lead remains in use. No patient complications have been reported as a result of this event.